Manufacturer narrative:
H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: catheter breakage. The device evaluation showed the following: the report of olive damage and sleeve scrunching from the event description were confirmed. The observation of olive damage and sleeve scrunching during the device evaluation may be due to the reported difficulty advancing through the anastomosis, including the use of the lasso technique. No root cause for these observations and the reported difficulty advancing could be confirmed. No manufacturing deficiency was identified during the device evaluation.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent a zone 0 endovascular treatment using chimney technique for aortic dissection by using gore® tag® conformable thoracic stent graft with active control system (ctag). Ascending aorta replacement was performed previously. The first ctag was deployed distally. When the second ctag was inserted, it was unable to cross the proximal anastomosis and could not be delivered to the target location. Although multiple attempts including lasso technique were made, the anastomosis could not be crossed, and approximately 1 hour passed. It was considered to deploy the ctag just below the brachiocephalic artery but given the possibility that the original treatment could not be completed, it was abandoned to place the ctag. It was reported that the proximal olive of the removed ctag deformed. The tip was cracked and the sleeve has turned up a little, creating a step, reportedly. When non-gore device (relay pro) was inserted, there was some resistance. But it was able to be inserted across the anastomosis. The patient tolerated the procedure. The physician stated the following. Since the patient had a mechanical valve, it was not possible to push the wire against. But no matter how hard I tried to push and pull it, the ctag did not move in the slightest. The difference in height between the olive and graft mount portion seemed larger than usual.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.